Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that during intra-operative impaction the vlift expander broke. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay.

Event description:
It was reported that during intra-operative impaction the vlift expander broke. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay.

Manufacturer narrative:
The device was not returned, therefore, an inspection was not performed. Images were provided and it appears the shaft is fractured off the knob as reported. Material analysis was performed on a similar device with the same failure mode and it was concluded that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The device was manufactured in january 2012 and is 10 years old. The sales representative confirmed he had this device in his possession since 2012. The surgical vlift surgical technique states that: while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. The plausible cause of the reported event is normal wear and tear due to device age.